Event description:
It was reported the patient presented for a generator change procedure. During the procedure, the physician visually confirmed that the right ventricular (rv) lead insulation was missing. The rv lead exhibited noise issues previously with no other indication of an indication of an insulation breech. The rv lead insulation was repaired. The patient was stable throughout.